Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level exceeded 500 mg/dl, although the exact value was unknown and displayed as "high." The customer took corrective actions by administering a correction injection via multiple daily injections (mdi) and removed the cartridge to inspect the o-ring, which was found to be in place and undamaged. Technical support assisted the caller by instructing them to clean the pneumatic tap area and attempt to load the cartridge again, but these attempts were unsuccessful. The customer was referred to customer support for further troubleshooting.